Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they met with the representative yesterday because they were having issues with the controller and the recharger cord pt stated the rep recommended that pt have both devices replaced. Patient stated when they are trying to connect the controller up to the implanted neurostimulator they is getting a message that the handset is not within range - pt clarified "no device found" pt stated when they connect the rtm cord to charge the ins the connection will just drop - the screen will just show to reposition the recharger. Patient stated sometimes they has to take the li battery out of the back of the controller to reset it and sometimes that works and sometimes it does not pt stated this has been an issue since implant. Agent is sending a request to the repair team for the controller and the rtm cord. The patient called back stating they received the controller and recharger but it did not resolve the issue. Pt said they still have the same issue and that issue was since implanted. Asked to clarify. Pt said they got no device found and it won't charge. Pt had to try 10-15 times, pt reset and maybe it will finally do it. Pt thinks ins was at 40% charge. Pt said the issue is all the time. Pt met with the rep (B)(6) today and (B)(6) told pt to get a new battery. Reviewed it is unlikely to resolve. Request a battery. Reviewed to follow up with hcp/rep if not resolved. Manufacturing representative called and notes the pt's issues persist even with the new li battery sent. The caller states the pt is now not advancing past 'checking the recharger' screen. Caller states the situation seems to have devolved. Agent inquired, caller said he is not concerned with the integrity/depth of the pt's ins pocket site. The caller was not with the pt but had the pt on the other line. Agent reviewed potential troubleshooting steps with caller and agreed to try to send out another rtm to the pt via repair. Agent noted the caller should consider meeting with pt with all the pt's externals and any other externals the rep can also bring. Pt called and said their controller was saying no device found when their ins was charged again, "the same as before." Pt said they met with mdt rep. And informed mdt rep of the issue in the past. Pt said the controller said no device found even though the ins was charged at 50%. Pt said issue had been occurring for quite some and pt mentioned a controller replacement in the past. Pt also mentioned the controller would say no device found after charging their ins to 80%. Pt said it would "lose connection." Pt said they had been sent a controller in the past, but that controller was "defective," so they met with mdt rep. And mdt rep. Provided a loaner, but now the loaner was showing no device found. Tss explained that loaner controllers cannot be submitted for replacement through our repair process and would be denied because the serial numbers would be traced back to mdt rep's trunk stock. Pt got escalated and demanded a replacement controller. Tss explained that request could not be submitted and would be denied. Pt disconnected call. Tss emailed local mdt reps. Upon further review, one addition to the case note from below: tss tried to troubleshoot with the pt and pt saw the no device found screen on the call. Tss asked pt to press "recharge" and connect the recharger, but the pt said they did not have the recharger with them, thus troubleshooting steps could not be performed further. Additional information was received from the patient stating that while charging the unit he gets no device found message and screen not advancing past checking the recharger. Patient mentioned that controller and recharger were replaced in order to resolved the issue. Patient said that the issue is still happening and no plans to resolve at this time. New issues have arised.

Manufacturer narrative:
B5 : updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) continues to have connectivity issues with controller and while charging implantable neurostimulator (ins). Tss (technical services) reviewed trying to replace the controller. A replacement controller was sent out.